Event description:
The customer did not specify a reason for the return of the product. There was no pt injury reported. Evaluation of the returned product found that on the main access window panel side a, the zipper slider body is open.

Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the main access window on panel side a, the zipper's slider body is open. Note: posey instructions for use has a warning statement: always use the zipper pull-tab to open the zipper. Never rip the access panel open because it will damage the slider and prevent the zipper from closing securely. (B)(4).